Event description:
Caller reported a power source alert that occurred while the pump was connected to a laptop computer using a non-tandem charging cable and a computer usb port. There was no reported impact to the customer¿s blood glucose level. Technical support advised the caller to try different power sources and adapters, eventually resolving the issue by using a different charging cable with a wall adapter, resulting in the pump beginning to charge without further assistance needed.